Manufacturer narrative:
Patient age, date of birth, and gender are unavailable. The device was returned to the manufacturer for evaluation. The evaluation found that the device was patent through the working length and a blockage was felt at the hub. A 0.035 guide wire from the bridge prep kit was used for this testing. Excessive adhesive was witnessed under the microscope at the hub area. The device was patent with air and the balloon inflates.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon could not be prophylactically loaded onto the guidewire. A second bridge device was opened and loaded normally. The procedure then proceeded as planned. The patient was unaffected.